Manufacturer narrative:
A visual inspection was performed on 1 opened and used reservoir found the second o-ring was out of the groove.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a reservoir leak past the 2nd o-ring. The customer's blood glucose reading was 175mg/dl. The customer did not find any problems with the reservoir. The customer's reservoir was replaced and will be returned for analysis.